Event description:
It was reported that the extraction screw broke during use. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation of the complained extraction screwdriver shows that it was broken due to mechanical overloading during use. Exceeding the applied mechanical force, well beyond its calculated design may have caused the breakage of the tip. We assume that the locking screw was completely blocked inside the locking thread and may be a too strong tightening during insertion or some influence during the healing process caused the fretting of the screw in the plate. Therefore a too high mechanical force was applied while trying to remove it. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. The investigation of the complained extraction screwdriver shows that it was broken due to mechanical overloading during use and a too high mechanical force was applied while trying to remove the screw. The device breakage is related to the conditions of use and operational context contributed to this event.